Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results and to correct the date in section b4. The incorrect was inadvertently input on the initial report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for the alleged post deployment complication of pseudo-aneurysm due to use of device against the instructions for use (IFU) indications. The exact root cause for the alleged pseudo-aneurysm post deployment could be related to using the device to close a puncture site larger than what it is intended for. Therefore, the relationship of the device to the reported event cannot be substantiated based on available information. The device history record (DHR) was unable to be reviewed since the lot number was not provided. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Date of event: requested, not provided. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that on (B)(6) 2023, the patient had an acute ischemic stroke and underwent thrombectomy with a 9 french long sheath (9fr optimo, tokai medical products) via puncture of the right femoral artery. The angio-seal 6 french device was used for hemostasis and hemostasis was successfully achieved. On (B)(6) 2023, the patient was released from bed rest and the puncture site compression was released. On (B)(6) 2023, the right leg became swollen, and compression was started on the spot. On (B)(6) 2023, the compression was released. On (B)(6) 2023, an echography revealed a pseudoaneurysm. On (B)(6) 2023, administration of lixiana was suspended. Between (B)(6) - (B)(6) 2023, astriction was performed. On (B)(6) 2023, the pseudoaneurysm resolved. On (B)(6) 2023, discoloration of the right leg occurred. On (B)(6) 2023, a contrast computerized tomography (CT) imaging of the puncture site was performed. The physician determined that the patient was unable to be treated any further at the hospital and transferred the patient to another hospital for vascular surgery. The patient's right leg was amputated at the transferred hospital. The relationship between the angio-seal device and the event was unknown; however, it was possible that lixiana had to be suspended due to complications from the device, although the patient had blood coagulation disease, leading to the event. Having been transferred to the other hospital, the patient outcome was unknown. A pre-deployment angiogram was performed. The size of the sheath ancillary used was unknown. The puncture site was the right common femoral artery; however, it was unknown whether the site was distal or proximal to the inguinal ligament. The vessel's diameter was unknown. Hemostasis was successfully achieved by the initial device; however, complications developed. The blood loss was less than 250cc's. No equipment or other devices were used with the product involved.